Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63. The customer reported blood glucose value of 200 mg/dl. The customer reported hyperglycemia and was treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). Troubleshooting was performed it was reported customer has been using the insulin pump system within 48hrs of reported high blood glucose event along with active automode feature. The event involved product(s) mmt-7040a, mmt-441a, mmt-342, mmt-1884l. It was also reported customer reported received a pump error and was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-441a. No product return is required for mmt-342. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Unit passed the displacement test and self test. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomalies noted. However, pump error 63 (variable=15) (line number 147 file number 2017) was confirmed in the formatted history file on 06/18/2024 at 09:12:20.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and cracked case. Pump error 63(variable=15)(line number 147 file number 2017) was confirmed in the formatted history file due to possible hardware error with twi interface(esf#3926945). Unable to verify customer's allegations for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.